Event description:
It was reported by a customer complaint that the patient was treated by paramedics due an incident of low blood glucose. The reporter states that for the week prior to the incident, he had labile blood glucose with frequent unexplained highs and lows. The reporter states that on (B)(6), he was found unresponsive, the paramedics were called. The paramedics administered d-50. The patient was stabilized on scene and refused transport. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.